Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the main drawer 2.1 cubie was failed to open and not detected on bus. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem and section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main enhanced half height drawer 4.1 was failed. A field service engineer replaced a faulty fuse and inspected the back of the drawer, identifying a damaged retractor band. A new retractor band was installed, resolving the issue successfully. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the main drawer 2.1 cubie was failed to open and not detected on bus. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.